Event description:
This device was sent in for service. During service, the device was observed with a damaged neuro tip. It was reported that the device was not used in surgery. It is unk if any pt or user injury occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.